Event description:
Three hundred and twenty six days after implantation of a 2.75x28 mm and 2.75x12 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, a stenotic lesion was located in the 2nd obtuse marginal (om2) artery. After pre-dilation with a 2.25x15 mm maverick mr balloon, a 2.75x28 mm taxus stent was deployed at 11 atms in the lesion. The distal end of the stent was reported to have :75% narrowing "that did not respond to intracoronary nitroglycerin. Additionally, there appeared to be a 70% stenotic lesion proximal to the deployed stent. A 2.75x12 mm taxus stent was deployed proximally, near the ostium of the vessel, and overlapping the previously placed 2.75x28 mm taxus stent. Post-intervention results were reported as "good angiographic result to the obtuse marginal proximal-mid vessel." At the distal end of the 2.75x28 m taxus stent, a 90% stenotic lesion that did not respond to intracoronary nitroglycerin was reported. A 2.5x24 mm taxus stent was deployed in the 90% stenotic region, distal to the 2.75x28 mm taxus stent. The area of overlap was post-dilated to smooth transition. An area between the most proximal stent and the distal stent was determined to thave a "20% eccentric failure" that was dilated using a 2.75x12 mm quantum maverick balloon. The dilation was reported to have "gave some improvement." No information was reported concerning the vessel tortuosity or calcification. The patient received integrilin and heparin during the procedure and plavix following the procedure. The patient was placed on plavix for one year and aspirin indefinitely. The patient was reported to have experienced "no complications" during the procedure. The patient presented 326 days after the initial procedure with a "totally occluded" in-stent restenotic lesion in the om2. A 1.5x20mm acs crosssail balloon was advanced across the lesion and inflated multiple times without restoring flow. After the lesion was treated using a 3.0 x 15mm maverick balloon (inflated 16 atms several times) and cardene and intracoronary nitroglycerin injections, a timi grade ii flows was reported. A cordis cypher stent was deployed at 14 atms followed by a repeated inflation of 20 atms with its balloon pulled back slightly during the second inflation. Next, a 2.0x23 mm mini vision bare metal stent was deployed at 8atms distally, overlapping the cordis cypher stent. The crosssail balloon was placed distal to the mini vision stent and inflated 15 atms with no improvement in flow distally. The physician elected not to place further cypher stents as the reminder of the vessel filled either antegrade or potentially from the retrograde source. The patient was reported to have experienced "no complications" during the procedure.